Event description:
The customer reported that the top of the reservoir compartment was cracked. The customer stated that there was insulin in the reservoir compartment. The customer stated that she noticed the crack a couple weeks ago. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a cracked reservoir tube lip. No insulin found on the reservoir compartment, electronic or motor assembly.